Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. First, a xtw was implanted centro-medial successfully. A second xt (lot: 31213r1086) was then placed centro-lateral however, the mr reduction was not satisfactory. It was decided to remove the xt clip. After retrieving the clip to the left atrium, the mr at the placement location increased and a flail was observed. A replacement xtw clip was then implanted successfully to address the flail. The procedure ended with two clips implanted and mr reduced to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.